Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received alert 61 during a supply change immediately after a software update; the device was restarted per guidance, the alert cleared, supplies were changed, insulin delivery was resumed, and a subsequent high blood glucose alert occurred for a few hours with a maximum reported value above 400 mg/dl. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included user self-monitoring without use of backup therapy or professional medical intervention, and later confirmation that the device functioned as expected after the reset. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient device anomaly corrected by a reboot. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.